Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reported an incident involving the incorrect insertion of a soft cannula. As a consequence of this issue, the patient's blood glucose (bg) level reached 400 mg/dl. To address the high bg, the patient administered a correction bolus via the insulin pump. The infusion set had been in use for less than a day when this event occurred. Patient replaced infusion set and resumed insulin successfully. No further information available.